Manufacturer narrative:
D4 unique identifier (UDI) for balloon: (B)(4). D4 unique identifier (UDI) for pump: (B)(4). Updated describe event or problem b5, explant date d6b, patient codes h6, impact codes h6, and additional MFR narrative h11. Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The cuff was visually inspected and leak testing. The cuff passed visual inspection and leakage test. Pump passed the leakage test, visual inspection and functional testing. Finally, the balloon was visually inspected, and it was observed that the tubing has wear and hole from fatigue. Balloon passed leakage test and functional test. Based on this investigation a clear probable cause for the event cannot be established

Event description:
It was reported that this artificial urinary sphincter (aus) presented a mechanical problem. It was reported that the patient presented recuring incontinence. The aus was explanted and replaced. There is no additional information reported.

Manufacturer narrative:
D4 unique identifier (UDI) for balloon: (B)(4). D4 unique identifier (UDI) for pump: (B)(4).

Event description:
It was reported that this artificial urinary sphincter (aus) presented a mechanical problem. The aus is currently implanted. There is no additional information reported.